Manufacturer narrative:
Calf support, foot assembly.

Event description:
It was reported by service report that the right foot assembly and right calf support were not working correctly. No pt involvement or adverse consequences are reported.